Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Comparison with same meter, less than 10 minutes on (B)(6) 2016: 248 mg/dl, 106 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips.